Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/28/2013 with the following findings: the keypad was intact with no physical damage and all of the keys responded appropriately. When the keypad was removed contamination was found on all of the contacts. Unrelated to the initial complaint, a crack in the battery compartment was discovered, however, there was no evidence of corrosion inside. The battery cap was not able to fully tighten due to battery compartment crack. The display was faded, discolored and difficult to read. When the display screen was replaced with a test screen, the contrast and color returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the down button on their device was sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.